Manufacturer narrative:
Telescoping head section.

Event description:
It was reported by service report that the head telescoping section broke and the patient right frame rail is bent causing the head section to not lock into place. No patient involvement or adverse consequences are reported.